Event description:
It was reported the device shuts off by itself after being turned on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). Two side bail covers were also found to be broken, battery contacts compressed, and keyboard pad scratched.